Event description:
It has been reported to us that during the procedure, the extension wire separated from the occlusion balloon wire resulting in the occlusion balloon remaining inflated. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vesssel. The physician performed intervention on the vessel and then deflated the occlusion balloon. The physician re-inflated the occlusion balloon to occlude the vessel. The physician noticed that the extension wire had separated from the occlusion balloon wire resulting in the occlusion balloon remaining inflated. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire to deflate the occlusion balloon successfully. The pt is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.